Event description:
It was reported that the patient was have "incredible pain" around the incision site on the implantable neurostimulator (ins). It was stated that the patient was having spasm and it was "atrocious". It was stated that the pain "takes her breath away" when standing up and at times the patient could not stand up. The previous day the pain had "knocked her down and had her in tears." It was stated that the physician increased the patient "anti-spasm" medication. The patient was not sure if "it was the medication or positional. It was reported that "when pressure gives up on the incision site all hell breaks loose." It was not clear what that meant. When the patient would lean on the sofa or pillow and put pressure on the implant it would "go into a more rhythmic spasm." It was stated that the incision area is not an infection, but "something was going on inside like a cramping feeling that comes and goes." It was noted that the patient had an "episode" the previous day that "that really scared or horrified her". It was noted that the patient saw her health care provider (hcp) the previous day and the incision site was "leaking profusely saranghae fluid." It was not clear what "saranghae fluid" meant. It was noted that a nurse put a compression dressing on the wound and stopped the leaking, but the spasm did not go away. It was stated that the patient's pain was "like labor in the spinal cord." The patient mentioned the pain to her hcp and he increased her pain medication. It was stated that the patient was taking percocet every 4 hours in addition the anti-spasm medication. It was noted that the patient had multiple sclerosis (ms). It was stated that the device was going to be turned on, (B)(6) 2013. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient saw her health care provider (hcp) the day prior to the report and the incision site was "leaking serosanguineous fluid". It was noted that the patient was "scared" due to the symptoms experienced.